Event description:
Device report received from synthes (B)(4) reports an event in the (B)(6) as follows: patient with an intertrochanteric fracture was implanted on (B)(6) 2013. Follow-up x-rays were taken and on (B)(6) 2013, it was noted the implant was loosening and it broke soon after. Patient was returned to the operating room on (B)(6) 2013, for revision to a total hip replacement. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis PMA/510(k): device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. . Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
An evaluation was conducted and it states that there are no visible damages, except some normal signs of use. Plate is in a good condition and does not show any anomalies. The relevant dimension of the dhs/dcs screw hole were measured and no deviation was found. Also it is possible to insert the broken screw shaft into the hole without any issues. No product fault could be detected.